Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the reference frame was used in a second procedure and no issues were found with the equipment. The site concluded that user error occurred due to unfamiliarity with the equipment.

Event description:
A medtronic representative reported that, when attaching a pin to the reference frame, the frame had slight movement. No additional information was provided. There was no impact on patient outcome.